Event description:
It was reported the prw35 was used during an unknown procedure. It was reported upon removing staples post-operatively some staples were malformed, the staple tips were not penetrating both sides of the incision and some were completely dislodged. There was no consequence to the pt.